Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an out of box failure. Intra-op for implant procedure, new ins was found by tablet and serial number came up but communicator (ctm) was never able to connect with ins prior to or during implant procedure. They tried replacing batteries of ctm, restarting application and moving ctm to be right over ins but this didn't resolve. Caller noted that the tablet would get to 63 when trying to connect to ins and then start over again. Caller has not tried communicating with the ins since procedure. They opened up a different ins and that worked fine.